Event description:
It was reported that the patient went to the ER on monday. The patient had been feeling electrical stimulation from the gastric pacemaker. The doctor said today that the manufacturer had a call back on "these" (gastric pacemaker) the gastric stimulator started hurting last week. It was like electrical shocks on the right side. The patient went to the surgeon who put it in today and it would cost more money to have the implantable neurostimulator (ins) taken out then it did for them to put it in and he said there was a recall on the device. The doctor did not say what it was about. The doctor thought the ins needs to come out because there is a recall on it. The ER said the same thing. The patient noted as long as she has had the device she has had to wear (B)(6) and it is not doing the job it is supposed to do. Regarding if the ins was still working, the patient noted the doctor did not check it. It was later reported that this caller indicated patient stated there was a recall on her neurostimulator and the caller was trying to confirm if this was true or not. The patient was "being shocked" by her implant. They were looking into having implant removed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6)-2014.